Event description:
It was reported that during a ptca treatment procedure involving a calcified and 90% stenotic lesion in the proximal portion of the rca, the maverick2 monorail balloon lost pressure at less than rbp on the initial inflation. (The number of atm's reached on the initial inflation is unknown.) The patient was asymptomatic during this event. The maverick2 monorail balloon was removed and replaced with a medtronic x2l 4.0/16mm catheter to successfully complete the procedure. A 7f terumo introducer sheath, a bmw guidewire (size unknown), a 7f wiseguide catheter and a medtronic everest inflation device were also used in this case. Patient status is reported as "good".